Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stated that it seemed like their blood sugars had been high over 300 mg/dl for the past three days. The customer stated that she's been blousing and it shows the bolus delivered however, the reservoir is also slowly depleting. Blood glucose value was 550 mg/dl at the time of the incident. The customer stated they treated the high blood glucose value with a manual injection. Troubleshooting was performed for air bubbles and leaks and it was concluded that the insulin pump is functioning as it should. The customer was advised to refer back to their health care professional to discuss what could be causing their high blood glucose readings. Nothing will be replaced or returned..